Event description:
It was reported that the lead exhibited a loss of capture during the implant procedure. The physician attempted to remove the lead but due the patient's anatomy it was difficult, so the lead was capped and replaced. The patient was in stable condition post surgery.